Event description:
The customer reported that they were getting half images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
Gender information was not provided. Patient: radiation exposure unintended ¿ unlabeled. Device: image display error ¿ unlabeled. The panel was returned for evaluation. The service engineer found loose screws floating near the digital pc board inside the panel. The panel was repaired for the loose screw issue. The service engineer performed calibration and self tests, and all functions met specifications. He checked the images and no more half images were observed. (B)(4).